Event description:
A care giver (cg) had contacted product surveillance (ps) regarding a connection issue that occurred before use. The cg stated that the third bag had become disconnected from the cassette. The cg said it occurred during dwell 3. The cg stated that he still has the cassette and bag from last night and was willing to send it in for evaluation. The cg stated that he discussed the issue with the home patient's (hp) nurse. Per cg, the hp he did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg did not have the lot number associated with the cassette. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. The lot number is unknown and a batch review will not be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue. Sample evaluation of the returned sample did not duplicate the problem and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.